Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was implanted for prevention in (B)(6) 2008. The patient never had therapy delivered from the device, and the pacing output was set at 2v at 0.4ms, with the setting vvi 40. In (B)(6) 2011, the battery voltage was 2.97v, with a charge time of 15.4 seconds, and the battery status was middle of life 1 (mol1). In (B)(6) 2012, the battery voltage was 2.73v, the charge time was 17.2 seconds, and the battery status was middle of life 2 (mol2). During a check in (B)(6) 2012, the device showed a battery voltage of 2.66v with a charge time of 19.2 seconds, and it had reached elective replacement indicator (eri). The physician believes that the battery depleted prematurely. A replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Once this device is explanted, it is expected to be returned to boston scientific for analysis. This report will be updated upon receipt of further pertinent information, or upon completion of analysis.

Manufacturer narrative:
To date, no further information about the replacement procedure or the status of the device is available. If additional information becomes available in the future or if this device is returned to boston scientific, an updated report will be filed.